Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference number: 3006705815-2022-00411. It was reported that the ipg could not be placed in MRI mode and patient experienced ineffective therapy. Diagnostics revealed high impedance. Surgery may occur to address the issue.

Event description:
Additional information received indicate surgical intervention took place where in the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.